Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited increase in threshold measurement. Other measurements of this rv lead measurement such as impedance and sensing were within normal limits. The physician performed a surgical intervention and successfully repositioned this rv lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.